Event description:
Customer alleged that a pt fell and was injured. The nursing staff alleged that the ppm was armed, but did not alarm.

Manufacturer narrative:
A hill-rom technical svc rep checked the bed and the bed functioned properly. The ncm nurse call system functioned properly. The pt fall happened between 7:00am and 9:00am in 2008. The pt sustained a head injury and was transferred to the hosp. The fall occurred in the bathroom. The ncm reports show that bed exit was armed at 6:17:26am on the same day. There was a bed exit arm at 7:14:57am on same day, and it was cancelled 12 seconds later. The ncm report shows that the bed exit was deactivated at 7:15:06am on the same day. There was a staff emergency placed at 7:35:28am on the same day.